Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 808:03 was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition.this involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:03. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.